Event description:
It was reported that during a stenting procedure, filter retrieval difficulties were encountered. The area of treatment was a saphenous vein graft (svg) to the diagonal artery, with a minimum vessel diameter of 3 mm. The filterwire ez embolic sys was deployed, and a 2.5 x 28 mm other MFR's drug eluting stent was deployed. No post-dilation of the stent was completed. During recapture of the filterwire, the filter became stuck in the struts of the stent. During attempts to disengage it, the stent was dislodged, moving proximally within the svg. The guide catheter was then advanced over the filterwire and the filterwire was successfully retrieved. Another stent was then placed. No pt complications were reported, and pt status was reported as 'okay'.